Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-apr-2018, UDI#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for intractable spasticity. On (B)(6) 2019, it was reported that the patient's catheter was cut during a surgery. The patient's catheter was surgically removed and discarded on (B)(6) 2018. The patient's managing hcp was aware and managed the patient with oral baclofen. Saline was placed in the pump in (B)(6) 2018 while awaiting the replacement of the catheter. The catheter was then replaced on (B)(6) 2019. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported. The patient¿s medical history included degenerative nerve disease.

Manufacturer narrative:
Updated to reflect the information received on 2019-apr-24. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2019-apr-24. It was reported that the surgery du ring which the catheter was cut was not related to the patient's device or therapy. The surgery was removing hardware from a previous back surgery. No further complications were reported.